Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) to the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), non-penumbra stent retriever, and non-penumbra microcatheter. During the procedure, the physician advanced the jet7 and microcatheter through the neuron max to the clot. The microcatheter was then removed and the physician used the jet7 with aspiration. Next, the physician advanced the stent retriever through the same microcatheter and made four passes. Afterwards, while retracting the stent retriever and microcatheter as a system out of the jet7, it was reported that the physician experienced resistance. The jet7 then was removed to be flushed on the back table; however, it was reported that the distal end of the jet7 was found to be damaged. After flushing, the physician noticed the jet7 expanded and there was some unwinding of the coils. The procedure was then completed using a penumbra system ace 60 reperfusion catheter (ace60), the same neuron max, the same microcatheter and another stent retriever. There was no report of an adverse effect to the patient.